Manufacturer narrative:
Analysis was normal. No anomalies were found. The initial medical device report was submitted via an alternative summary report on 07/31/2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on 07/31/2017 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).